Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8709sc, lot# n292719006, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 2 mg/ml of dilaudid at 0.1 mg/day via an implantable pump for spinal pain. It was reported the patient¿s pump was replaced due to end of life (B)(6) 2018. During the replacement, the catheter would not aspirate well when the surgeon tried to aspirate it. The surgeon was able to clear the catheter volume, but could not obtain 1-2 ccs of spinal fluid, as he wanted to. The catheter was looked at under fluoroscopy, and dye was injected. The dye study took place in the operating room. The surgeon was able to see two visible breaks in the catheter where the catheter entered the spine. The catheter was replaced. The explanted catheter was in the possession of the hospital, and it was indicated the device would be returned. No symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported the issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive-no injury.¿ other medications being taken at the time of the event, along with the patient¿s weight and medical history, were unknown and would not be made available to the manufacturer. No further complications were reported or anticipated.